Event description:
Related manufacturer reference number: 1627487-2022-00805. Related manufacturer reference number: 1627487-2022-00806. It was reported that, during a drg revision (related manufacturer reference number: 1627487-2022-00248), the physician was not able to place the replacement l1 lead due to patient anatomy. As a result, the physician decided to use one of the patient's explanted leads to plug the port in the ipg; the lead was cut after insertion into the port. Following the procedure, the patient returned to the physician's office to receive a blood patch, as it was discovered that the patient suffered a dural leak during the procedure and the patient was experiencing a headache. The patient currently has effective therapy and the headache has resolved. Note: it is unknown which lead was used in the ipg port, so both are being reported on.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.